Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Additional information was requested. (B)(4).

Event description:
A nurse reported that during two intraocular lens (iol) implantation attempts, the plunger of the handpiece scratched two different iols. The incision was enlarged, but no sutures were required. The surgery was completed with back up product. Additional information was requested.

Manufacturer narrative:
One handpiece injector was returned for evaluation for the injector scratching the lens with the incision being enlarged. One photo of the injector was provided with the complaint. The complaint photo received with the complaint file was reviewed. The photo shows part of an injector and with the lot number that is documented with this complaint issue. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation did not confirm the injector was the reason for a scratched lens. The injector met specification. The root cause of why the lens became scratched cannot be determined from this evaluation. (B)(4).